Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (500mcg/ml at 200mcg/day), bupivacaine (30mg/ml at 12mg/day), and compounded baclofen (275mcg/ml at 110mcg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the hcp believed there was a vacuum issue, as it was difficult/slow to withdraw and fill the reservoir with drug during pump refills. The hcp did utilize manufacturer refill kits, confirmed the kits were patent prior to accessing the reservoir, utilized barbotage while fillings, confirmed the compounded drug cocktail was clear to the naked eye, followed drug stability, etc. The event date was said to be the last 3-4 pump refills; either (B)(6) 2017 or (B)(6) 2017. It was unknown of any hyperbaric or scuba that the patient had done. There were no real reservoir volume discrepancies per the manufacturer representative. On (B)(6) 2018, the estimated reservoir volume (erv) was 2.8mls and the actual reservoir volume was 3mls. No symptoms were reported. There were no further complications reported at this time. Additional information was reported from a consumer. It was reported that the patient's husband was trying to find someone to replace the pump because it was becoming more and more difficult to refill it. It was requiring more and more pressure to refill "the bladder" and evacuate "the bladder." It also seemed to have rotated, it may have lost a stitch. There were no further complications reported at this time.